Event description:
Pt underwent laparoscopic surgery for lysis of adhesions secondary to endometriosis. The surgery went well and the pt was seen one week post-operatively and was doing well. Nine days post-op the pt developed severe abdominal pain. Pt was worked up for infection and this was negative. Pt was then hospitalized for IV antibiotics because an etiology for the pain could not be discovered. Pt gradually improved and after 4 days of IV's was able to move better with a little less pain. Pt's pain was not completely resolved for another 6 weeks.